Event description:
On 9/19/83 an ipp device was implanted. On 11/16/87 the pump and reservoir were revised. On 11/05/89 the ipp device was revised due to "mechanical malfunction." It is uncertain which, if any, components were revised.